Event description:
The customer reported the ventilator was alarming due to no oxygen available. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. An oxygen not available alarm alerts the user to an oxygen supply pressure out of range and/or flow sensor or pressure sensor calibration failure. The ventilator discontinues oxygen support. Loss of the oxygen source can be detrimental to a patient if in use. As the device was out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. Pse advised the biomedical engineer evaluate the oxygen source and use wall oxygen source instead of oxygen cylinder source. The biomedical engineer reported the oxygen regulator in use on the oxygen cylinder tank caused the reported problem. The biomedical engineer reported when the oxygen source to the ventilator was switched to wall source the reported problem was corrected. The unit is back in service.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.